Manufacturer narrative:
Per the tandem user guide- do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels ranging from 42 mg/dl to 48 mg/dl. Reportedly, customer delivered a bolus prior to going to sleep. Customer required assistance from partner to treat bg via a glucagon injection. The customer was instructed to consult with healthcare provider regarding bg level.